Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seat post is loose in the frame due to the base frame post being wallered out.